Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced high blood glucose and treated with insulin pump. The device will not be returned for analysis.